Manufacturer narrative:
Angiodynamics has received notification that we no longer are eligible to participate in the alternative summary (asr) program for the product families of vortex and smartport. This retrospective MDR is being filed at this time based on the new ineligibility notice, dated june 12, 2017. It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on november 21, 2016 via user medwatch (B)(4). Patient arrived for chemotherapy on (B)(6) 2016 for diagnosis of pancreatic cancer. The patient had complaint of pain as rn attempted to access the port. Ir portagram was done and noted what appeared to be a fracture of the proximal port catheter at the level of the junction of the left first rib and clavicle. Patient was taken to surgery on (B)(6) 2016 for removal of port. The patient did not have another port placed. It was reported that the disposable device is not available to be returned to the manufacturer for evaluation.